Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been admitted to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose level reached 30 mmol/l (540 mg/dl) while wearing the pod between 37 and 48 hours. The patient was feeling nauseas and ketones reached 2.2 mmol/l. At the ER, the pod was removed and the cannula appeared bent and insulin appeared to have been leaking as the infusion site (abdomen) was wet with insulin. The patient was treated with intravenous fluids and had 4 blood tests done and upon returning home the patient placed a new pod. The patient was discharged after 6 hours. The pod was discarded at the ER.